Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she needed assistance uploading her insulin pump to carelink. Customer stated that she was sick, which triggers her blood glucose. Customer stated that when she is sick, her blood glucose elevates. Customer stated that this time, it lowered her blood glucose. Customer stated that she was not using regular basal and was on patterns and temp basal. Customer's blood glucose was 41 mg/dl. Customer treated with food and glucose tablets. Customer has been experiencing low blood glucose for 2 weeks. Customer was advised to monitor the pump. Customer was walked through changing to standard basal and was able to upload. Customer was explained that pattern should not prevent upload to carelink but an actual temp basal will.